Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. Physician encountered difficulty placing this lead. The helix was unable to be fully extended and retracted when the physician attempted to implant the lead after a lot of turns. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.